Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 110 mg/dl. The customer stated that they were biking prior to the alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device hs been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.